Event description:
Used icy hot back patch and was burned several places on my back, one which developed a large blister. No dr visit was required. Dose or amount: 1 pad, frequency: 1 wear of 8 hrs. Dates of use: 2008. Diagnosis or reason for use: back pain. Event abated after use stopped or dose reduced? Yes.